Event description:
The customer reported that during a laparoscopic nephrectomy, the insulation around the jaws was bunching up while in use. The surgeon stopped using the device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.